Event description:
Patient was revised due to poly wear.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product info required to review the device history records was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.